Event description:
It was reported that, after a right tka surgery had been performed on (B)(6) 2015 due to severe osteoarthritis, the patient presented right mid flexion instability and experienced pain despite physical therapy. The patient was at the point where she was falling due to weakness of the knee and was sent to a pain management. She was on oxycodone due to the severity of her knee pain. These complications were addressed by performing an insert revision surgery on (B)(6) 2017 to address this adverse event. The 12 mm cruciate retaining polyethylene was changed to a 15 mm deep-dish articular insert.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the patient was revised due to the reported pain, swelling, and instability. The patient's age, history of severe osteoarthritis, years of morphine use, the sedative effect of the percocet and the patient reported 4 or more car accidents could not be excluded as contributing factors in the persistent pain and falling. There may be other unknown factors contributing to the fear if the cement and floors. It is unknown if the instructions for use for knee systems was adhered to. Therefore, the definitive clinical root cause of the reported pain, swelling, and instability could not be determined but the laxity in the knee prior to the revision could account for the instability and pain but the root cause is not known. While this case documents that the patient is super sensitive and highly allergic to many foods and medicines; it is unknown if the patient has an undiagnosed sensitivity or allergy to one or more of the implanted biomaterials. The patient reports that surgeon wants ¿to replace my left knee and work on the right knee.¿ consequently, it has not been reported whether the patient has agreed to or undergone any additional interventions/surgeries. Therefore, the patient impact beyond the reported pain, swelling, and instability, physical therapy, and medications could not be determined since the patient has recently reported she is still experiencing pain, falling and that she trips so much, that she is completely bedridden and afraid of cement and the floors. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code and health effect - impact code.¿ h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, although requested, pre/post implantation images have not been provided for review. Based on the information provided, the patient was revised due to the reported pain, swelling, and instability. The patient's age, history of severe osteoarthritis, the sedative effect of the percocet and the patient reported four or more car accidents could not be excluded as contributing factors. It is unknown if the instructions for use for the knee system was adhered to. Therefore, the definitive clinical root cause of the reported pain, swelling and instability could not be determined but the laxity in the knee prior to the revision could account for the instability and pain but the root cause is not known. While this case documents that the patient is super sensitive and highly allergic to many foods and medicines; it is unknown if the patient has an undiagnosed sensitivity or allergy to one or more of the implanted biomaterials. The patient reports that surgeon wants ¿to replace my left knee and work on the right knee¿. The patient impact beyond the reported pain, swelling, and instability could not be determined since the patient¿s symptoms have not been reported following the revision and improved joint stability. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks, and made aware of possible adverse effects. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.